Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers and an unresponsive keypad. The blood glucose reading was 127 mg/dl. The customer stated that the insulin pump also alarmed battery out limit after a battery change. The device then started beeping and went to the setup screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump had intermittent button response due to corroded keypad traces, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.